Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the distal cover was used without being properly attached and dropped off due to the load during the case. Additionally, stress was applied to the distal cover during the intended procedure, such as friction from twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with the mouthpiece, leading to the malfunction. The user may detect the event by handling the device according to the following instructions for use (IFU). Operation - precautions. Preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had the cap from the distal end cover fall off. The issue occurred during an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.